Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, while closing the vaginal cuff, needle fell out of the handle before it was opened. They got a new suture to resolve the issue. There was no patient injury.